Manufacturer narrative:
Other applicable components are: product ID: 3389-28, lot# 0203975217, implanted: (B)(6) 2010, product type: lead; product ID: 37601, serial# (B)(6), product type: implantable neurostimulator; product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the right side impedance initially resolved with ins replacement, but the left side did not resolve. When the patient came in for a follow up, impedance was out of range bilaterally.

Manufacturer narrative:
Info references the main component of the system and other applicable components are : product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's impedance measurements were changing. The patient's ins had lasted for three years compared to the previous ins which lasted 5 years. The hcp stated they tried different settings with the current ins. There were no symptoms reported. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the changing impedance was first noticed in (B)(6) 2017. The issue has not yet been resolved. The patient's ins was replaced and the impedances on channel 1 resolved but the impedances on channel 2 did not resolve. Exploration of the system was performed. There was possible reduction of insulation on the lead. The issue was resolved on one side. Further information was received on (B)(6) 2018 stating that the patient's hcp was going to investigate the issue further in the operating room the next week, however the hcp stated on (B)(6) that they have not yet seen the patient for follow up. The patient was scheduled for the following week. [Refer to manufacturer report #3007566237-2018-00194 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via a manufacturing representative. It was reported that a bilateral lead revision was planned for the end of july. It was also reported that ¿nothing was explanted as yet."